Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin therapy and load sequence. Customer's blood glucose (bg) was 540 mg/dl and ketone level was 2.3. Customer used insulin pens to address elevated bg; however, they had little effect. Healthcare provider identified ketone level as dangerous and customer was admitted to the hospital. Customer was treated with an intravenous drip. Elevated bg and ketones were resolved with no injury. Customer was discharged on (B)(6) 2023. Customer reverted to using an alternate method of insulin therapy.